Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (failed pulse testing) has been confirmed. Upon investigation the monitor was unable to fire a pulse and displayed a service code 110. The cause for the failure was isolated to a defective u1 component on the ca board. The root cause for the defective u1 could not be positively identified. No adverse event resulted from the damaged monitor.